Event description:
Catheter was hooked up to angiojet machine. In the process of priming the catheter, priming was terminated and a message was received from the angiojet machine to "replace thrombectomy set persistent error." Catheter was replaced and the machine worked.